Event description:
It was reported the patient had a fall last (B)(6) and was hurt. It was reported when the patient fell they "ruined" their first device.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 37752, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 37712, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).